Event description:
Device issue: none. Adverse event: death. Onset of adverse event: within 24 hours post procedure. It was reported that the patient expired within 24 hours post stent implantation. No additional event or patient information is available. (B) (4)

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported patient effect of death is a known adverse event as listed in the IFU. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.